Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a patient who is at her home and needs this catheter, the nurse noticed that the catheter seemed to be blocked. So she tried to remove water, but there was no water, it was urine, and then she noticed the balloon was pierced. There was no patient injury.

Event description:
It was reported that a patient who is at her home and needs this catheter, the nurse noticed that the catheter seemed to be blocked. So she tried to remove water, but there was no water, it was urine, and then she noticed the balloon was pierced. There was no patient injury.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. One actual sample was returned for investigation. Based on the complaint descript ion, it was reported that there was pierced on the balloon. Visual examination was conducted on the returned catheter and no sign of material degradation or abnormalities was observed. However, a lot of encrustations were observed along the catheter shaft. The presence of encrustations that stick on the catheter balloon may break into small particles and scratch the balloon surface which possibly lead to balloon burst. Further investigation was conducted on the returned representative sample by inflating the catheter using air. The balloon was successfully inflated with no issue. The catheter was also observed to have no issue during deflation. Further investigation was conducted on the returned representative sample by inflating the catheter using air. The balloon was successfully inflated with no issue. The catheter was also observed to have no issue during deflation. Other remarks: the sample was then further inflated with 2.0ml of water using a luer tip syringe and it was observed that the balloons were able to inflate to its required size and shape without any issue. The sample was then soak in water at 37 c for 7 days. The sample was removed from soaking after 7 days and check for any leakage. No deflation or burst was observed. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. Based on the investigation conducted, burst balloon may have likely happened due to the presence of encrustation that stick on the balloon surface. Therefore, this complaint could not be confirmed.